Event description:
Tpn appeared to be leaking from base of round air filter on the non-dehp minivolume extension set. A small dry puddle of fluid appearing to be tpn was noted at the head of patient bed during assessment. Upon inspection, dry crystalized micro-drops of fluid were noted on the outside of the lower portion of the extension tubing below the round air filter. No air was noted in tubing and no continuous drip was noted from tubing. No fresh fluid appeared on gloves during inspection. Outside of tubing was cleaned at 2000. When patient was moved to mother, fluid was again noted on exam gloves potentially from tpn from tubing. New tpn was hung with new tubing as soon as possible.